Event description:
It was reported that during implant on (B)(6) 2018, the physician had difficulty withdrawing the guidewire from the left ventricular lead, which caused the lead to dislodge. The physician was then unable to insert the guidewire inside the lead. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(For 2017865-2018-12119 follow-up number 1). The reported field event of the guidewire that could not be removed or inserted was confirmed in the laboratory. A completed lead was returned in one piece for analysis. Visual examination isolated the cause of the guidewire issue to be from the bunching of the stripped ptfe coating with the inner coil consistent with procedural damage. The lead was otherwise normal.